Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 106 mg/dl. The customer¿s blood glucose level was 256 mg/dl, 230 mg/dl, 220 mg/dl, 130 mg/dl, 124 mg/dl and 140 mg/dl. The customer¿s mother also reported that the sensor was not getting multiple blood glucose value. The insulin pump will not be returned for analysis.